Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 673 mg/dl. Cause of bg level was not known. Customer administered "half mdi [manual injection] and half bolus from pump" to address the issue and was admitted to the hospital with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.